Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had never had therapeutic benefit since implant on (B)(6) 2016 and was implanted for both bowel and bladder. The patient was implanted for retention on the bladder side of things and fecal incontinence. One health care provider (hcp) wanted the device to target bowel and the other hcp wanted the device to target bladder. The device was implanted by a colorectal surgeon. The patient was more concerned about the bladder. The patient had tried a couple of programs and none of them had worked. The program they were on wasn¿t doing anything for them. The patient couldn¿t urinate and had to go into urgent care frequently in order to be catheterized. The patient had to go to urgent care every other night because they couldn¿t wear a foley catheter and couldn¿t catheterize themself. One time the patient was on a program where it seemed like they were going to urgent care less frequently. The patient had retention pain since implant when they had 200 ccs of urine and could start at 2:30 in the afternoon. The patient never felt stimulation since implant. The patient had fecal leakage and the implant had not helped with that ever. The patient would not wear a bag. The patient was currently constipated. The patient felt stimulation in their rectum. The patient had an experience where they felt stimulation that was very painful in their upper buttock. The pain felt like throbbing and buzzing. The patient felt the painful stimulation right after leaving their hcp¿s office and got worse on their ride home. The painful sensation went away when the patient dialed down the stimulation. The patient had another sensation where they felt painful stimulation right outside the top of their buttock about a month ago in (B)(6) 2016. The manufacturer representative had set it wrong and was not good at programming the device. The patient was feeling a terrible pain down the left side of the buttock on the first program. There were no trauma or falls related to the issue. The patient was on program 1 and changed to program 2, but was unable to feel stimulation when it was turned up to 7.8v. The patient changed to program 3 and was not able to feel stimulation when they turned it up. The patient was going to leave it on program 3 and monitor their symptoms to see if the program improved their symptoms. The patient thought that the fact that they were currently constipated could be why they weren¿t feeling stimulation. The patient was constipated since (B)(6) 2016. The patient ate well and was on a mediterranean diet, but had been drinking water in such a way that it might be affecting how their system was lubricated. The patient would drink 2 liters of water in the morning so that they would be able to pee or pee with pressure behind it and then would not drink water the rest of the day after that. The patient was very careful when they ate or drank. The patient also took diuretics for another condition. The patient wanted to know if their device was dialed to help with the fecal leakage they were having and if that could possibly affect them having constipation. The patient mentioned that they might get an enema on (B)(6) 2016 to help clear out the constipation, but they were not sure if they were going to do it anymore. The hcp had made a few adjustments when they turned the device up and down and was somewhat familiar with the device. The patient was referred back to their implanting hcp for reprogramming requests, but they were not familiar with how to program the device. The hcp was going to get a manufacturer representative out to help with programming. The patient wanted to increase stimulation on (B)(6) 2016, but was unable to. The kept on seeing the poor communication screen. The patient tried to connect again and was able to and increased their stimulation like normal. The patient increased stimulation up to 8.1v. The patient spoke with the new manufacturer representative on (B)(6) 2016 and was directed to change to program 4 and try this for 2 weeks. The patient wanted help changing programs and didn¿t feel stimulation at 8.1v on program 3 at 8.1v. The patient changed programs and increased and felt a little tickle in the vagina at 3.7v or it made them feel like they had to pee. The patient peed and had a small pee going and the patient was glad they were successful and that was a good thing. The patient would make an appointment with their hcp to have the manufacturer representative come in a couple of weeks. The patient had new pain in the bikini line and had the left side of the bladder in (B)(6) 2016. The patient was considering pelvic floor physical therapy. The patient had a huge bladder and it held 1000 ccs of urine. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from the patient reported poor communication on the patient programmer (pp), even with the antenna attached as of (B)(6) 2016. It was stated that the patient and healthcare provider (hcp) never thought the device worked, and are considering having it removed. The patient had aurodynamics study they were in but the hcp forgot to turn the device off, with a separate hcp indicating that their "bladder works fine." The patient also thinks the device has moved since they have been sliding into a high bed instead of climbing in due to a broken hand, and believe it is dislodged. An appointment with the hcp is scheduled for the monday following date of additional information. Additional information received on (B)(6) 2016 reported that the device not communicating is because they rub where the ins is located when they get into bed, and suspect the repetitive motion caused it to turn off by itself. To resolve the issue the patient checked with their hcp. A replacement pp was sent to the patient.

Event description:
A health care professional reported the cause of the device not working, poor communication, and device movement was noted as the patient went to a doctor because it turned off. Troubleshooting and actions/interventions were noted as the doctor turned it back on.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.